Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch lot history, historical trending and similar complaint trending review for the product family has been conducted. This is the first and final medwatch report. On 06/16/2016 corrected data: date of this report: originally reported 05/17/2016 was corrected to 06/17/2016.

Event description:
It was reported that approximately nine months post implant of an algovita spinal cord stimulation system, a lead migration occurred. The patient had experienced increased lumbar pain with inadequate paresthesia coverage for several weeks prior to the (B)(6)2016 procedure to re-position the 1124-60 12 electrode percutaneous standard spacing lead. The lead was re-positioned successfully. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Manufacturer reference number is (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch lot history, historical trending and similar complaint trending review for the product family has been conducted. This is the first and final medwatch report.

Event description:
It was reported that approximately nine months post implant of an algovita spinal cord stimulation system, a lead migration occurred. The patient had experienced increased lumbar pain with inadequate paresthesia coverage for several weeks prior to the (B)(6) 2016 procedure to re-position the 1124-60 12 electrode percutaneous standard spacing lead. The lead was re-positioned successfully. No patient complications were reported and the patient's status is fine.